Event description:
Customer reportedly received following results on the advantage system within 10 minutes: 149 mg/dl, hi, 392 mg/dl, hi, 268 mg/dl, and 138 mg/dl. No high blood symptoms reported. Controls were run and in range two weeks ago. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 549051 expiration date 05/31/2007). Reference medwatch report with a1 patient for the suspect device in system 1.